Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels were high, so they took a correction through the pdm (personal diabetes manager) but the levels still did not go down. This happened after a family movie night, including snacks, which a bolus was taken for but did not work, according to the father. The pod was worn for 4 to 24 hours on the abdomen. The father had her walk around, drink some water, and do jumping jacks to try to help the bg level drop. It did not drop and she began throwing up so they took her to the emergency room. The bg level was either 530 or 560 mg/dl at the ER. There they gave her subcutaneous insulin and the pod was removed. They gave fluids (saline) via IV and a single dosage of zofran (father is unsure of the dosage, thinks it might be 6 mg). She ate and put on a new pod, then gave corrections through the pod and her numbers stayed in good standing. The device was thrown away at the hospital.